Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging a ventilator inoperative error code condition occurred on a trilogy evo ventilator. There was no harm or injury reported. During the evaluation at the third-party service center, a ventilator inoperative 'machine flow sensor drift' error code was confirmed. The service technician states that the system printed circuit assembly (pca) board and machine flow sensor needs to be replaced to resolve the issue. No repairs were performed. The device has been scrapped. The reported ventilator inoperative failure is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.